Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that there was no variance in tone when they originally ran the audio test in insulin pump. Customer's blood glucose value was unknown. Customer stated that the audio options menu in the insulin pump was set to audio and vibrate. Customer stated that they adjusted the audio volume to 5, press save, and listen for the beep and they did hear beeps when audio volume settings were saved. Customer stated that they did not hear the differences between the two audio beep volumes one and five. Advice customer that the insulin pump will need to be replaced. Advice customer to revert to backup plan. Advice customer to place the insulin pump in storage mode, remove battery, press and hold the back button until the screen turns off. Customer stated that the insulin pump had affected software version 4.10 and that audio beep test failed. No further details were reported. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test. Pump error 63 alarmed during self test due to broken trace at pin on keypad assembly. Unable to verify audio or absence of alarm due to pump error 63.